Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed stored auto mode switch episodes due to noise on the right atrial lead. No action was taken; the patient would be monitored.